Manufacturer narrative:
Device evaluation: the balloon returned deflated with a balloon twist evident in the mid balloon material. The balloon was inflated to 4 atm. The outline of the balloon twist was evident both during inflation and after deflation on the mid balloon material. The balloon was then inflated to 8 atm. The outline of the balloon twist was evident both during inflation and after deflation on the mid balloon material. The outline of the balloon twist however became less prominent as the device was inflated. The balloon was then inflated to 12 atm. The outline of the balloon twist was evident both during inflation and after deflation on the mid balloon material. Again, the outline of the balloon twist became less prominent as the device was inflated. Image review one still cine image was provided of the in.pact pacific balloon inflated in the vessel, with a balloon twist evident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
¿Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an inpact pacific drug eluting balloon during treatment of a plaque avf in mid right location which exhibited 50% stenosis. Slight tortuosity and calcification were reported. A non-medtronic inflation device was used for balloon inflation. IFU was followed. The device was prepped without issue. The device was not passed through a previously deployed stent. No resistance was encountered during advancement of the device. It is reported a balloon twist occurred. A rewrap issue was not noted and a rewrap tool was not used. The physician continued to inflate the balloon and removed the device following 3 mins inflation to complete the procedure. No injury reported.

Manufacturer narrative:
A 6 fr sheath (cordis) and 018 (advantage) guidewire were used during the procedure. Negative prep was performed. The twist was noted at normal pressure. The twist was visible in the balloon within the vessel. If information is provided in the future, a supplemental report will be issued.